Event description:
The customer contact reported blood loss. After an unspecified length of time in use, the nurse delivered an unspecified medication using a carpuject syringe via the clave port of the tubing set. Following the medication delivery, the tubing set was flushed with an unspecified solution via an unspecified syringe. It was reported that after the syringe was disconnected from the clave port, "drops" of blood leaked and it was noted the silicone sleeve of the clave port remained depressed. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.